Event description:
Customer reportedly received the following results on advantage system within 10 minutes: 512 mg/dl, hi (over 600 mg/dl), and 214 mg/dl. Customer also reportedly received the following results on the advantage system within 10 minutes: 258 mg/dl, 166 mg/dl, 531 mg/dl, and 204 mg/dl. No high blood glucose symptoms reported with these results. No adverse event reported. No action was taken based on device results. Requested return of suspect device and replacement was sent.